Event description:
Approx 3 3/4 months after percutaneous coronary intervention (pci) with two cypher stents, the pt returned to the hospital with chest pain and thrombus within the cypher stents was confirmed.

Manufacturer narrative:
This pt presented for emergent treatment due to unstable angina pectoris. Pci was performed on a restenotic lesion (on-cordis bare metal stent) of 5mm in length in a 3.5 mm vessel diameter. The lesion was also described as ostial. Direct stenting was performed with a 3.0x33 mm cypher stent at 28 atm followed by a 3.5x18mm cypher stent, proximal to the first cypher at an overlap. Post-dilation was not conducted. Intra-vascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in mycardial infarction (timi) iii flow was recorded pre and post-procedure. Act was not monitored. Pre-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included heparin 10,000 units, aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Approx 3 1/2 weeks later, the pt stopped taking anti-platelet therapy for unspecified reasons. Three days later, the pt complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stents. Aspiration was conducted to treat the thrombus. The physician commented that the possible cause of the thrombotic event was because the pt stopped taking the anti-platelet medication. Please note that this product is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of two products associated with the event that were reported under the following manufacturing numbers 9616099-2007-01514 and 9616099-2007-01515.